Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for two other indications. Treatment for the peritonitis was not reported. On an unreported date, the patient experienced septic shock. The cause and treatment for the septic shock was not reported. It was reported the patient passed away. The cause of death was reported as septic shock, peritonitis, and an underlying cause of end stage renal disease secondary to hypertensive nephrosclerosis. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information is available.